Event description:
Orig. Surgery 2005. Allegedly insert was not staying locked into the tibial component.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested from the surgeon. Event device code is addressed in the package insert. This report will be amended when the investigation is complete.